Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported. An unexpected cgm app shut-of was reported to have occurred for 42gpc3. Data investigation confirmed an unexpected cgm app shut-off on (B)(6) 2020 for 42gbxj.